Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included paratubal cyst. Concomitant products included fluoxetine hydrochloride (prozac), ibuprofen and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 day after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2011, the patient experienced back pain ("lower back pain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced fatigue ("fatigue,"). On (B)(6) 2012, the patient experienced dysgeusia ("other injury(ies) or complications please describe: metal taste in my mouth"). On (B)(6) 2012, the patient experienced alopecia ("hair loss,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstruation issues/ menstrual bleeding") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (dilatation and curettage, essure removed and underwent a dilation and curettage, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain and menorrhagia had resolved, the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, migraine, headache, alopecia, dysgeusia and anxiety outcome was unknown and the depression, dysmenorrhoea and fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: per mr: patient underwent a laparoscopic bilateral salpingectomy for tubal sterilization on (B)(6) 2012. Discrepancy noted as removal date (B)(6) 2010. Treatment received for pelvic pain, menorrhagia, .abnormal bleeding(vaginal),psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Case was upgraded to serious incident. Event pelvic pain was upgraded to incident event. Event genital bleeding was added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.